Event description:
Reportable based on device analysis completed on (B)(6) 2026. It was reported that a balloon inflation issue occurred. A 6.0mm x 40mm x 50cm athletis balloon catheter was used during a shunt stenosis percutaneous transluminal angioplasty procedure. The first attempt to inflate the device at the lesion site resulted in reverse blood flow into the indeflator, making it impossible to apply pressure to the balloon even after attempting inflation. As a result, the device was discontinued, and the procedure was completed with another of the same device. There were no patient complications as a result of this event. However, returned device analysis revealed a balloon pinhole leak.

Manufacturer narrative:
Investigation results: device evaluated by MFR: the 6.0mm x 40mm x 50cm athletis device was returned to our post market quality assurance laboratory. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. The rated burst pressure for this device is 40 atmospheres as per athletis specification. The returned device was attached to an inflation unit. Positive pressure was applied when liquid was observed to be leaking from a balloon pinhole located approximately 25mm distal from the proximal markerband. A visual and tactile examination identified no kinks or damage to the shaft, and no damage to the tip. Device history record: it was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed that the content was sufficient and did not contribute to the reported event; therefore, no updates are required to the document at this time. Risk review: a risk review performed for the athletis device confirmed that the reported event is a known event defined in the product's risk management documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefits for the product. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of adverse event related to procedure.